Manufacturer narrative:
Omit: b17: device not returned, c20 - no findings available, d15 - cause not established. Additional information: concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of ketamine was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The date and event time was reported as 05sep2024 at 10:13am. Review of the pcu event log showed, the reported event time on 05 sep 2024 at 10:13 am, the suspect pump module had continued use until on (B)(6) 2024, the profile in use was identified as ¿tvhs alaris 7_10_24 med surg¿. On (B)(6) 2024 at 9:15 am, the user programmed a basic infusion with the following parameters, rate=75 ml/hr; volume to be infuse (vtbi)=50ml. At 9:26am the user powered off the channel with a primary volume infused (pvi)=12ml. At 9:47 am the user programmed a basic infusion rate=35 ml/hr; vtbi=35ml; pvi=26.941ml. At 12:26 pm the user programmed a basic infusion with the following parameters rate=105 ml/hr; vtbi=70ml. At 1:07 pm infusion ended, and the total pvi was recorded at 96.954ml. External and internal inspection of the suspect pump module did not find any issue that could contribute to the reported complaint. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any other incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported over infusion of ketamine was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the customer had requested for a log review involving a ketamine "medication error." It was later clarified that the bag ran empty too soon, a 102 ml bag was empty after delivering only 27 ml to patient through the pump. Per the internal investigation: "event log showed that at 09:16:15 the system was programmed to run at a rate of 75ml/hr for a vtbi (volume to be infused) of 50ml. Event log showed that at the system ran until 09:26:03 (approximately 10 minutes) and delivered 12ml. At 09:48:11 the system was programmed to run at a rate of 35ml/hr for a vtbi of 35. At 10:13:59 the pump alarmed with "air in line" error and stopped. The total amount dispensed (including the original 12ml) was 26.941ml. At this time the bag was reported to have been empty. According to the label on the bag, there should have been approximately 75ml of fluid left (102ml - 27ml). Ran the same procedures as defined in the event log of pump and measured the output of each delivery. The measured amounts were the correct amounts for each section of the programming during my test. I could not find any deviation in programmed amount to delivered amount. The event log also shows that this pump was used a second time a couple of hours later (on another patient maybe) without clearing the first patient from the pump (the total infused amount stayed at 27.941ml). This time the system was programmed at 12:26:55 for a rate of 105ml/hr and a vtbi of 70. The pump completed the 70ml at 1:07:39 with no issues. The total infusion amount showed: 96.954 ml (approximately 70ml + 26.94ml that was infused previously). I don't find anything that would have made this one infusion deliver over 100ml and only record infusing 27ml. " the patient was noted to be "overly sedated". Clinicians held the infusion for a few minutes until the sedations resolved. Infusion was restarted a slower rate with no issues.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had requested for a log review involving a ketamine "medication error." It was later clarified that the bag ran empty too soon, a 102 ml bag was empty after delivering only 27 ml to patient through the pump. Per the internal investigation: "event log showed that at 09:16:15 the system was programmed to run at a rate of 75ml/hr for a vtbi (volume to be infused) of 50ml. Event log showed that at the system ran until 09:26:03 (approximately 10 minutes) and delivered 12ml. At 09:48:11 the system was programmed to run at a rate of 35ml/hr for a vtbi of 35. At 10:13:59 the pump alarmed with "air in line" error and stopped. The total amount dispensed (including the original 12ml) was 26.941ml. At this time the bag was reported to have been empty. According to the label on the bag, there should have been approximately 75ml of fluid left (102ml - 27ml). Ran the same procedures as defined in the event log of pump and measured the output of each delivery. The measured amounts were the correct amounts for each section of the programming during my test. I could not find any deviation in programmed amount to delivered amount. The event log also shows that this pump was used a second time a couple of hours later (on another patient maybe) without clearing the first patient from the pump (the total infused amount stayed at 27.941ml). This time the system was programmed at 12:26:55 for a rate of 105ml/hr and a vtbi of 70. The pump completed the 70ml at 1:07:39 with no issues. The total infusion amount showed: 96.954 ml (approximately 70ml + 26.94ml that was infused previously). I don't find anything that would have made this one infusion deliver over 100ml and only record infusing 27ml. " the patient was noted to be "overly sedated". Clinicians held the infusion for a few minutes until the sedations resolved. Infusion was restarted a slower rate with no issues.